Event description:
It was reported that the patient started to feel sick. The patient had underdose symptoms of nausea and was unable to eat or get out of bed. The pump logs showed 2 motor stalls; one on (B)(6) 2013 with recovery the same day and the second on (B)(6) 2013 with a recovery not until (B)(6) 2013. The patient was given oral medication to supplement. No MRI had been done. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering morphine. It was later reported that a pump replacement was planned. It was later reported that the pump was replaced; ¿everything went as expected¿. The catheter was aspirated and a total priming bolus was programmed. The pump dose for the new pump was decreased from 5 mg/day to 2.5 mg/day. It was later reported that the pump was delivering morphine and bupivacaine. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor including corrosion and/or wear and/or lubrication, stall due to shaft-bearing and stall due to gear-pinion. Multiple motor stalls and recoveries were seen in the logs. The motor stall during analysis flow testing and never recovered. Significant residue was seen in the pinion and shaft wear on the upper shaft of gear 2. Significant residue was also seen in the teeth of gear 3. Also some residue was seen on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient was seen in the clinic on (B)(6) 2013. At that time, the pump was maintaining the patient's pain well. The patient had a little bit of fatigue and requested a slight decrease in his overall daily medication dosage. The patient had no other untoward side effects. A 4% decrease in his medication was made. Following the pump replacement, the patient requested discharge to home after being in the recovery room for approximately 1 hour.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient experienced withdrawal when the pump was at "end of life".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.